Event description:
It was reported that a 60-year-old male patient (74kg) underwent a afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion after left atrial perforation with the stsf catheter. The perforation was in the area of the la roof, just outside the lspv. The caller noticed the growing effusion from the soundstar catheter image and alerted the physician. The patient was asymptomatic. The physician withdrew all the catheters back into the right atrium and performed a pericardiocentesis, removing 450 cc of fluid. The effusion resolved; the patient remained stable at the time of the call. The physician believed that the manipulation of stsf catheter perforated the left atrium resulting in the effusion. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event, the patient spent two days in the hospital due to the adverse event. The generator used was a smartablate and the transseptal puncture was performed with a versacross. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. The irrigated catheter flow setting was 2ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There was an error messages observed on biosense webster equipment during the procedure, there was a high force displayed on carto 3 system. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 3mm, 3 second, 25% 3mm with no additional filter used with the visitag. The color options used prospectively was fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 60-year-old male patient (74kg) underwent a afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number, 30822932l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The IFU (instructions for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).